Manufacturer narrative:
Concomitant medical product: product ID: ddmc3d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing on the right ventricular (rv) lead that was possibly causing early termination of the episode. The rv lead remains in use. No patient complications have been reported as a result of this event.